Event description:
Information received indicates the brake will set but does not hold.

Manufacturer narrative:
The technician found the left head caster was broken and would not lock. The technician replaced the caster to repair the bed.